Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable inr results for 5 patients tested on one coaguchek xs meter, serial number (B)(4), with 2 strip lots. This medwatch is for strip lot 6683413. Of the data provided, there were erroneous results for 1 patient. Refer to medwatch patient identifier (B)(6) for strip lot 272165112. At 10:00 am the result was 7.5 inr with the meter. At 10:10 am the result was 1.11 inr in the laboratory using the siemens sysmex ca-600 system with the dade innovin method and believed to be correct. At 10:15 am the result was 7.2 inr with the meter using a different finger. The therapeutic range was 2.0 - 3.0 inr. The patient had lost weight and had only been eating fruit. The patient has had no new medications since the last measurement and had no symptoms of bleeding or bruising. It was confirmed that the nurse that performed the measurements observed the qc checkmark. There was no allegation of an adverse event. No action was taken based on the erroneous results. The suspect product was requested to be returned for investigation. The customer stated that the strips were discarded and would not be returned. Relevant retention test strips (lot 266834) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.3 inr,  donor #2 inr: 2.3 inr.  Donor #1 hct: 46%,  donor #2 hct: 49%.  Testing results:  donor #1: retention meter with masterlot strips: 2.4 inr,   donor #1: customer meter with customer strips: 2.3 inr.  Donor #2: retention meter with masterlot strips: 2.3 inr,  donor #2: customer meter with customer strips: 2.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications.  The investigation was unable to find a definitive root cause.